Event description:
A false low advia centaur xp progesterone result was obtained by the customer on a patient sample and the result was questioned by the physician. The customer performed repeat testing on the discordant sample and the result was higher and aligned with the patient's clinical picture. There was no report of adverse health consequences due to the discordant advia centaur xp progesterone result.

Manufacturer narrative:
The cause for the initially discordant low result when compared to the patient's clinical picture and the repeat test result is unknown. The customer's quality control results were within acceptable limits and there were no other known discordant progesterone patient results reported. No conclusion can be drawn.